Event description:
It was reported that the patient complained of dizziness and came to the clinic, where it was noted that there was an increase in thresholds. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.